Event description:
A site rep reported that the stealthstation treon screen was intermittently flashing to search for input. There was no pt present.

Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The connection to the video-in appeared loose, and the splitter was not fastened behind the bracket which holds it in place. The system was fully functional and the system checkout showed no anomalies.